Manufacturer narrative:
Patient height reported as 5¿11¿ (B)(6). Date infection and non-union began is not known 510k: this report is for six (6) unknown 5.0mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number: 04.005.5xx complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the 11mm cannulated tibial nail-ex and six (6) 5.0mm locking screws on (B)(6) 2017. On unknown date, patient presented with a flashed open tibial-fibular fracture from a motor vehicle accident, as well as an infection and non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Surgery was completed successfully with no delay. Patient outcome is unknown. This report is for six (6) unknown 5.0mm locking screws this is report 2 of 2 for (B)(4).